Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) with concerns of oversensing atrial pacing on a stored episode from this cardiac resynchronization therapy defibrillator (crt-d). Ts reviewed the episode and noted that atrial pacing was being sensed on the right ventricular (rv) channel. Ts discussed reprogramming options with the hcp, including adjustments to the blanking period following atrial pacing and rv sensitivity settings. The hcp noted that a defibrillation threshold (dft) test had been performed and that the lower rate limit (lrl) was adjusted to reduce atrial pacing. No adverse patient effects were reported. This crt-d remains in service.